Event description:
Information received indicates the hi/low function is drifting down.

Manufacturer narrative:
The technician found hi/low drive brake washer assembly was worn. The technician replaced the brake washer to repair the bed.